Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
During a prostatectomy the clips didn't close completely. The bleeding continued so they had to use another same like device to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # r93085. Device analysis: the analysis results found that the mcl20 device was received with the body/cover disassembled also was observed empty and with the triggers broken. Due to returned condition of the device non functional testing could be performed to evaluated the event reported. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number r93085, and no non-conformances were identified.